Event description:
On october 25, 2004, the pt contacted lifescan alleging that her one touch ultra meter would not power on. The pt last tested in 2004, at 9 pm. The pt reported feeling dizzy and unable to obtain a result. She went to a clinic where a lab test was performed. A result of 240 mg/dl was obtained on the lab test and no treatment was rec'd. The pt neither alleged harm nor experienced injury. The customer svc rep confirmed that the pt was using the correct test strips, the battery contacts were in good condition, the battery was replaced less than 1 yr ago, and the battery was installed correctly. The csr walked the pt through replacing the battery and the meter did not power on. Based on the info supplied by the pt, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.